Manufacturer narrative:
This complaint was received via user report from (B)(6). An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a (B)(6) declaration that contained the following information: a low glucose readings issue with the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer. They received low adc device scan results of "3mmol/l". The customer initially self-treated by consuming food (lunch and dinner) without taking their scheduled insulin dosage after receiving the low readings. When the low readings persisted, they contacted a diabetes center and requested for a glucagon prescription. Later that evening, they started to experience symptoms described as "feeling sick" and was nauseated. They continued to receive unspecified low device scans, which prompted them to compare readings with a capillary meter, which indicated high blood glucose. After these comparisons, they were taken to the hospital where a healthcare professional (hcp) confirmed the high blood glucose levels and diagnosed the customer with hyperglycemia. The customer was then taken home and given "large doses of insulin" as treatment, provided by a non-hcp. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket declaration that contained the following information: a low glucose readings issue with the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer. They received low adc device scan results of "3mmol/l". The customer initially self-treated by consuming food (lunch and dinner) without taking their scheduled insulin dosage after receiving the low readings. When the low readings persisted, they contacted a diabetes center and requested for a glucagon prescription. Later that evening, they started to experience symptoms described as "feeling sick" and was nauseated. They continued to receive unspecified low device scans, which prompted them to compare readings with a capillary meter, which indicated high blood glucose. After these comparisons, they were taken to the hospital where a healthcare professional (hcp) confirmed the high blood glucose levels and diagnosed the customer with hyperglycemia. The customer was then taken home and given "large doses of insulin" as treatment, provided by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.